Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 59 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient disconnected the modular cable while asleep. The cable was reconnected in less than one minute and the pump remained functioning normally. The clinic was called and the patient was instructed to place adherent wrap on the connection to prevent further disconnects in sleep.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported modular cable disconnect could not be conclusively established through this evaluation. The heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them and warn that disconnecting the driveline from the system controller will result in a loss of pump function. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.